Manufacturer narrative:
The unit alarmed button error followed by unresponsive buttons due to a corroded keypad. Per visual inspection, there were no traces of moisture found at the electronic or motor assemblies. The unit had a cracked case at the reservoir tube, cracks at the reservoir tube window, cracks at the battery tube threads, and a minor scratched lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called in to report a button error alarm. The customer reported being near a pool but the insulin pump never got wet. The customer's blood glucose level was 293 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.